Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. There was a separation in the hypotube at 85.3cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen balloon folds. There was blood in the guidewire lumen and balloon folds. The balloon was tightly folded. From the separation, the distal end of the device was connected to a toughy and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues. Product analysis could not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.

Event description:
Reportable based on device analysis completed on 25aug2021. It was reported that inflation failure occurred. The target lesion was located in the slightly tortuous and moderately calcified 15mm in length and 3.75mm in diameter mid left anterior descending artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the balloon could not fully inflate and could not oppose the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed shaft separation.